Event description:
A customer reported that a system error displayed during a procedure. Following a 30 minute delay, the procedure was completed with an alternate system.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The company representative cleaned the contacts. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).